Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that 5 basal segments were missing from the pump. The patient denied making any changes to the basal segment settings. During the time of concern, the patient claimed that she developed elevated blood glucose (bg) levels reaching over "600 mg/dl." After contacting her endocrinologist and reprogramming the pump, the patient claimed that her bg's returned to normal. A review of the pump's history revealed multiple occlusion alarms. However, through troubleshooting, no bent cannulas were found. Also, no air or leakages were observed with the infusion sets. The sites used by the patient had no signs of redness, leakages, or blood. The cartridges did not have any leakages or visible air. The patient reportedly did not check the cartridges for leaks during the elevated bg episodes. She did not report receiving medical treatment because of the alleged issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she did not modify the pump's basal segment settings, encountered occlusion alarms, and suffered elevated bg levels that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.